Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the usb was damaged and no longer charged the pump. In addition, it was reported that the usb cable was damaged and no longer working. The customer's blood glucose level ranged from 111-112 mg/dl. Customer continued using the pump for insulin therapy.